Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device had damaged plunger case and plunger assembly. The customer's reported problem was confirmed; however, failed plunger case assembly is not considered a reportable event. During the investigation, remnants of some type of dried liquid were apparent. Due to the liquid ingress, the interconnect printed circuit board (pcb) had to be replaced due to communication issues using the rj45 connector. This is considered a reportable event. The main pcb also had to be replaced due to an error when installing standard configuration. The network interface card (nic) was also replaced due to wifi connectivity issues with the wireless router. The plunger seal was also replaced due to wear on the plunger seal. The pump passed all preventative testing and was recalibrated. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The following information was provided by the initial reporter: it was reported that the plunger was damaged. There was no patient involvement, and no patient harm/adverse event reported. The following information was provided by the investigation: it was reported that liquid ingress caused communication issues with the interconnect printed circuit board (pcb) using the rj45 connector.